Event description:
The initial reporter alleged unexpected non-reactive results for hiv, hbv, and hcv during use of the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument. The customer reported three samples with discrepant results. The first sample, from a known hiv-positive donor, initially tested reactive for hiv with a cycle threshold (CT) value of 38.0. Upon repeat testing from the original tube, the sample was non-reactive. The second sample initially tested reactive for hcv with a CT value of 41.5 in channel 3, but repeat testing generated non-reactive results. Serology for this donor was non-reactive. The third sample initially tested reactive for hbv with a CT value of 44.1 in channel 2, but repeat testing generated non-reactive results. Serology results for this donor were not available. The customer stated that their site practices repeating reactive results, which does not align with the recommended workflow. Based on the customer¿s impression that the initial reactive results were inaccurate, non-reactive results were released for these samples.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the cycle threshold (CT) values for the initial reactive results indicated that the concentrations of the targets were below the limits of detection of the assay. The generation of non-reactive results upon repeat testing aligns with expected assay performance for such concentrations. No raw data or sample material was provided to further analyze amplification curves or investigate potential contamination. Additionally, no product-related issues were identified during batch trend analysis, product release, or stability review. The customer was informed that their practice of repeating reactive results does not align with the recommended workflow and that results near or below the assay's detection limits may not be reproducible. The device remains in use at the customer site.